Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. A field service engineer informed the customer that a restart was required to resolve the issue. The fse mentioned that biometric identifier (bio ID) had already been changed recently, different cables had been tested, and all connections were checked. The technical support specialist (tss) was unable to reinstall the drivers, which indicated the station needed to be reimaged. The tss reimaged the station and then reinstalled the drivers to resolve the issue. After the rebuild, the customer was able to log in successfully using biometric identifier (bio ID). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not working the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.